Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the physician had trouble placing the lead due to difficult helix rotation. The lead was not used and a new lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The inner tubing of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted. Visual inspection found the inner tubing buckled at distal of 8 cm from df-4 pin. Helix extension was performed, transfer torque was possible to the helix when turning the df-4 connector pin, but then cannot rotate further . Visual inspection of helix and confirmed it was bent. The helix bent and inner tubing buckled are contribute to the complaint of helix rotation. If information is provided in the future, a supplemental report will be issued.